Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No electrical anomalies were found. The upper case and lead flex cover were observed to be broken, and the battery contacts were compressed. One side bail and bail cover were missing. The visual anomalies would not have caused the reported behavior.

Event description:
It was reported the unit was set at 45ppm. The patient's pulse rate was 60ppm, and the unit was pacing. No patient complications were reported as a result of this event.